Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached and not returned for analysis. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp marks on the balloon indicating the stent was secure between the markers during manufacturing. A visual and tactile examination found the hypotube was kinked 39mm proximal to the midshaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 11-may-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 90% stenosed, 2.70x38mm, concentric target lesion with a bend of between 45 and 90 degrees was located in the mildly tortuous and mildly calcified left circumflex artery (lcx). A 2.75x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.